Manufacturer narrative:
Additional information: block b5, d4, and h4 block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 12:00 pm CT.the report number is being corrected from: 3005099803-2018-62067 to: 3005099803-2018-60341.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a dilation procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon ruptured. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. It was confirmed that the device in this procedure was actually a cre pro wireguided dilatation balloon, and the procedure was in the esophagus. The procedure was completed with another cre pro wireguided dilatation balloon.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a dilation procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon ruptured. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a dilation procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon ruptured. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event.